Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead had dislodged which resulted in an inappropriate shock. An invasive procedure was performed and this lead was explanted. No adverse patient effects were reported.